Event description:
Underwent lasik surgery and vision significantly worsened in right eye due to microstriae. Microstriae were caused by creating a flap in the eye that will never heal. Misinformed about surgery and risks.